Manufacturer narrative:
The customer reported the primary is coming apart, and returned 2 unused samples of material 2426-0007, lot 25023131. Upon initial visual examination, one of the 2 sets verified the complaint of coming apart, with a separation at the lower fitment of the pumping segment. The second set had no defects or issues observed. The first set was examined under a microscope, and insufficient solvent was found along the tubing at the lower fitment. The manufacturing plant found the root cause for the lower fitment separation to be related to incorrect solvent assembly process. An engineering change was opened by the plant to improve the solvent dispenser, by adding a pin that helps with the process. This lot was manufactured before this improvement. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that they have a tubing issue of primary coming apart.